Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2020 the user reported a sensation of pain using the audio processor around the implant area.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. No device malfunction was identified, and the mechanical damages found during investigation are attributable to the removal surgery. Therefore the observed symptoms are most likely due to device unrelated clinical reasons as they developed circa 20 years after implantation. This is a final report.

Event description:
Since november 10, 2020 the user reported a sensation of pain around the implant area when using the audio processor. The user has been re-implanted.